Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that there have been no new reports of the issue since the initial upgrade. The tss noted that the previously affected orders were purged, which prevented further tracing of the messages received. The system functioned as intended when the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, upgrade medications that should have been discontinued were still appearing on pyxis. When nurses attempted to pull medications, the system prompted them to pull duplicate medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, upgrade medications that should have been discontinued were still appearing on pyxis. When nurses attempted to pull medications, the system prompted them to pull duplicate medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.